Manufacturer narrative:
No device was returned for evaluation. DHR review showed no anomaly related to the failure mode reported. Reported issue not confirmed.

Event description:
It was reported that the catheter channeled for antibiotics and analgesic in the back right without signs of phlebitis or extravasation, fixed with micropore at 11:12 on jan. 13th. Then at 15:38 extravasation was noted and the venipuncture site was changed with no other issues through jan. 17th.

Manufacturer narrative:
No device was returned for evaluation. DHR review showed no anomaly related to the failure mode reported. Reported issue not confirmed.

Event description:
It was reported that the catheter channeled for antibiotics and analgesic in the back right without signs of phlebitis or extravasation, fixed with micropore at 11:12 on jan. 13th. Then at 15:38 extravasation was noted and the venipuncture site was changed with no other issues through jan. 17th.